Manufacturer narrative:
No model or sn was provided.

Event description:
It was reported that a nurse sustained a back injury when the zoom drive surged forward during use. No specific details regarding the severity of the reported injury are known, but it was reported the nurse intended to go to the employee health center for evaluation.

Manufacturer narrative:
It was initially reported that the zoom surged, resulting in an injury to a nurse. It has since been determined through further conversation with the user facility that what happened was: the unit was being trialed by the hospital, and the nurse was not familiar with the zoom drive feature and did not expect it to move as quickly as it had. She then tried to pull it back, leading to a back strain. It was confirmed that the facility was not alleging a product malfunction, and it was also confirmed that no medical intervention was required for the reported injury.

Event description:
It was reported that a nurse sustained a back injury when the zoom drive surged forward during use. No specific details regarding the severity of the reported injury are known, but it was reported the nurse intended to go to the employee health center for evaluation.